Event description:
Rib cutter was used on a first rib resection in the appropriate manner and as it was being withdrawn from the incision, it was noted that the rib cutter had broken with a piece flling into the patient's pleural cavity.the piece was retreived from patienr's plueral cavity and chest tube inserteddevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: other. Results of evaluation: other. Conclusion: other. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. The device was not destroyed/disposed of.